Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 225cc mentor smooth round moderate plus profile saline breast prothesis deflated intra-operatively during a primary breast augmentation. As a result, a 275cc mentor smooth round moderate plus profile saline implant was implanted instead. There was no report of adverse event or patient consequence.